Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, occlusion and myocardial infarction are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Patient ID (B)(6). It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) artery. A 4.0 x 33 mm xience xpedition stent was implanted. During the procedure, the patient experienced chest pain and no reflow was noted. Additionally, elevated troponin levels were noted. Myocardial infarction was diagnosed. Post dilatation was performed and the patient condition resolved two days post procedure. No additional information was provided.